Event description:
The reporter called and said his finger was cut about one year ago while using the control ampule. He used peroxide or an antibiotic to clean the site.

Manufacturer narrative:
Device labeling has been revised to include proper handling and use.